Event description:
Customer ran aptt and recovers a normal result. When the sample is rerun they get "not coag 17" or "not coag 8". Inspection of the clot curve clearly shows the result is high >249 sec. Appears futura is drawing line to denote clot based on a dip in the baseline. Additional information stated that the original normal result was actually 21.7 sec. Which was reported out. Based on this result, the patient was given another bolus of heparin. On sample rerun, the coag errors were seen as stated above. A corrected report was then sent. A subsequent sample drawn the next morning gave a result of 155 sec. The patient has since been discharged. 05/30/97 the customer sent in additional information on another specimen. Sample #61563 was run in duplicate. The acl read 16.2 sec/not coag 17 and not coag 17/coag error 6. Back up disk was sent.